Event description:
It was reported by the implantable cardiac monitor (icm) patient that the icm did not capture a tachycardia episode. The episode caused the patient to have a car accident and resulted in the icm becoming lodged in their breast bone. The icm is no longer implanted. It was also reported that the patient's phone for mobile monitoring application was hacked. No troubleshooting taken. Patient called to informed about the hacking. Patient will also contact the clinician. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.